Manufacturer narrative:
The housing was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported broken housing which could cause the unit to tip or fall. There was no report of patient involvement.